Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.the cause of the reported failure could not be determined.

Event description:
The customer reported that the screen on their device was flickering and none of the buttons would function. In this state, the device would not be able to function for defibrillation therapy.there was no patient use associated.